Event description:
It was reported that multiple unexpected resets occurred. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.